Event description:
Subsequent to the initially filed report, the following information was received: a posterior foot break was found during evaluation of one of the returned devices (B)(6). Follow-up with the account confirmed that the foot separation was noted upon device removal. The location of the foot is unknown; therefore it cannot be confirmed if the separated piece remains in the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot separation was confirmed. The noted needle to cuff miss is likely what was reported as a suture separation, however, this could not be confirmed to due to suture was not returned. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulties and subsequent treatment appear to be related to a needle deflection occurred during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The deflected needle likely struck the foot plate resulting in the foot separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: h6 - health effect - clinical code 4582 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the suture of the first device broke when removing the plunger. The suture of a second proglide was successfully pre-placed without issue. A third proglide was attempted, but resistance was met due to the fibrotic artery and the suture broke when removing the plunger. The decision was made to leave only one suture and not to attempt another proglide due to the prior noted resistance. The sheath was upsized to an 8f, 10f, and 14f and the tavi procedure was completed. Hemostasis was not achieved with the one remaining suture; therefore hemostasis was achieved with surgery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.